Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the error code e315: a non-compatible endoscope error, was the device leaked while the user was handling the device, and water invaded. Due to the invasion, abnormality of electronic parts occurred. The event can be detected/prevented by following the instructions for use which state: ¿- perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk. - when inserting or withdrawing an endotherapy accessory, confirm that its distal end is closed or completely retracted into the sheath. Slowly insert or withdraw the endotherapy accessory straight into or from the slit of the biopsy valve. Otherwise, the biopsy valve or instrument channel may be damaged and pieces of it could fall off. It may cause patient injury. - if insertion or withdrawal of endotherapy accessories is difficult, straighten the bending section as much as possible without losing the endoscopic image. Inserting or withdrawing endotherapy accessories with excessive force may damage the instrument channel or endotherapy accessories and could cause some parts to fall off and/or cause patient injury. - if the distal end of an endotherapy accessory is not visible in the endoscopic image, do not open the distal end or extend the needle of the endotherapy accessory. This could cause patient injury, bleeding, perforation, and/or equipment damage.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus medical, that the evis exera iii bronchovideoscope gave an "unsupported error" when it was plugged in. The customer confirmed, the patient procedure was completed with no delay. The reporter stated, no other devices were involved and no further procedure information can be confirmed. The device was returned to olympus medical for service. During testing, the device was found to give error code e315. A non-compatible endoscope error. No patient injury reported. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned for evaluation. During testing, the device was found to produce a scattered image, and relay an error code e315 (non-compatible scope error). In addition, the scope identification was lost, the device failed the scope leak test, the bending section failed electrical conduction testing, internal inspection showed fluid damage at the control body and scope connector, and dents were found on the insertion tube. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.